Event description:
Per received report. The patient came in with acom. When the physician implanted the coil into aneurysm and wanted to reposition, the coil was stretched. Then withdrew it and changed another one to complete the procedure. Additional information received from the affiliate indicated that the coil stretched in the microcatheter as the coil was being repositioned because the position was not good. No stretching or unintended detachment of coil was observed. The entire coil was withdrawn with no additional intervention performed. No known medication was prescribed. The microcatheter was not indicated.

Manufacturer narrative:
During treatment of an anterior communicating artery the 2.5 mm x 3.3cm micrusphere 10 platinum microcoil was positioned in the aneurysm and then stretched with repositioning of the coil. It stretched in the unknown microcatheter. The coil was safely withdrawn from the patient and exchanged for another to complete the procedure. There was no unintended detachment and the entire coil was safely removed with no additional intervention required for removal. There was no patient injury. The coil was returned undamaged with no stretching found. The primary winding is correctly spaced. The secondary winding has maintained its correct shape. No manufacturing defects were found. Therefore, with the coil returned undamaged, the root cause of the report that the coil stretched during repositioning cannot be determined. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: the event date was (B)(6) 2012, it was initially inadvertently noted as the alert date; however, the first date that the affiliate was aware was (B)(6) 2012.